Event description:
Dr injected at cervical spine during "cesi" procedure and tip of needle broke off in subcutaneous tissue. Dr notified and was in attendance. Needle removed via fluoroscopy per dr. Incision irrigated with sterile saline solution and closed with 3-0 prolene. Tolerated well by pt.